Event description:
It was reported that the patient had vasoplegia during their heartmate 3 left ventricular assist device (lvad) implantation on (B)(6) 2022. The patient received cyanokit and the vasoplegia resolved. The patient also experienced right ventricular dysfunction requiring inotropic support following their pump implantation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The vasoplegia resolved without sequelae on (B)(6) 2022. The patient received inhaled nitric oxide for the right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events, could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.